Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Concomitant medical products: comp aug mini bsplt w tpr sm cat: 110032410 lot: 64992921. Unknown screw (x5). Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately eight months post implantation due to disassociation of the glenosphere from the baseplate. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include reverse total shoulder arthroplasty of the right shoulder with disassociation of the glenosphere from the glenoid plate component and dislocation from the humeral component on the (B)(6) 2022 study. Per the radiograph review, the components involved are the taper in the glenosphere head and the baseplate. Both the baseplate and taper are packaged together and will be investigated under medwatch: 0001825034-2022-02220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Per the radiograph review, the components involved are the taper in the glenosphere head and the baseplate. Both the baseplate and taper are packaged together and will be investigated under medwatch: 0001825034-2022-02220.